Manufacturer narrative:
The device history record showed the product was released per specifications. The product sample was returned. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint was the occluded drive line which was related to an error during the manufacturing process. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An ophthalmic surgeon reported experiencing poor probe actuation and not being able to cut as usual during a cataract - vitrectomy procedure. The procedure was completed after replacing the product. There was no harm to the patient. The product sample was retained. No additional information is expected.